Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/ unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2014 with the following findings: the keypad was peeling from the base. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The bolus button is torn/punctured, but responsive. The contrast key is not working. The up key is intermittently unresponsive. The ok and down keys are responsive. Evaluation also revealed that there was contamination under the all key contacts. The display is dim and pink. The battery compartment was cracked below bumper pad.